Event description:
During a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the severely tortuous, moderately calcified, 85% stenosed circumflex artery (cx). The lesion was not predilated. Resistance was felt while advancing the 2.50 x 12mm taxus express2 drug eluting stent and the shaft bent. The physician was attempting to straighten the shaft when it broke into two pieces. The break occurred on a portion that was still outside the patient's body and the shaft was easily retrieved. The procedure was successfully completed with another 2.50 x 12mm taxus stent. No patient complications were reported. The patient's status is reported as 'satisfactory/good.'